Event description:
During a hemodialysis fistula angioplasty procedure, the balloon was inserted over the wire. The balloon ruptured at 20atm. The distal end of the catheter and balloon fragment was stuck in the vessel during attempted removal through the sheath. Forceps were utilized to retrieve the fragments. Pt's condition is good.